Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient's competitor device was electively explanted during the revision procedure of this right ventricular (rv) lead. A new device was successfully implanted with the new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported that noise, minute ventilation (mv) oversensing and high out of range impedances of greater than 3000 ohms were observed on the right ventricular (rv) channel. The physician suspected this rv lead was fractured. The decision was made to replace this rv lead. During the replacement procedure, this rv lead was tested through the pacing system analyzer (psa) and the impedances were still high out of range. It was noted the lead fracture could not be confirmed under fluoroscopy or through visual inspection. This rv lead was surgically abandoned and a new rv lead was implanted. The procedure was completed successfully. No additional adverse patient effects were reported.